Manufacturer narrative:
At this time, the product will not be returned. Should the product be returned at a later date, analysis will be performed and this report would be updated at that time.

Event description:
Additional information from the field representative indicated that the physician was worried that the lead had pulled back a little bit and thought the lead position might not be efficacious for dft. As a result the lead was explanted and replaced. It was also noted that the lead would likely not be returned as the hospital kept the it for their own analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted for an unknown issue; which is life threatening and requires hospitalization. No further information is known, at this time. No additional adverse patient effects were reported.